Event description:
Five minutes, after completing an injection. The patient reported, pain at the injection site and proceeded to the hospital. Upon inspection, a redness was observed, at the injection site. The site was cleaned and disinfected.

Manufacturer narrative:
Five minutes, after completing an injection. The patient reported, pain at the injection site and proceeded to the hospital. Upon inspection, a redness was observed, at the injection site. The site was cleaned and disinfected. Review of manufacturing showed no abnormalities or deviations, from the validated manufacturing process for the main batch. In-process control for the needle tip to the cannula is 100% completed before the inner protective cap is fitted. Review of bioburden, endotoxin and irradiation documentation revealed no deviations. No device problem could be found.